Manufacturer narrative:
The device history record and manufacturing date for this device are not available as the serial number of the device is not known. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
This is the second of the two devices reported for this event.due diligence was executed for this event.the device will not be returned to olympus, as troubleshooting was executed for the device in conjunction with the light source and the issue was resolved. Image color bars were available without any scope connected. With the devices powered off, the scope and video scope cables were removed. The digital files cable were secured on the back of both the device and light source. The scope was then plugged in and the device and light source were turned on. The image was now available.

Event description:
As reported for this event, during the middle of an unknown procedure, the device working with the light source, exhibited no image for the 190 series scopes. The image was available for the 180 scope. The device was swapped for another similar device and the procedure completed. The patient was monitored under anesthesia for an extra 10 minutes. There was no adverse impact to the patient. The device was inspected and installed correctly. The lamp type was not set differently from that of the light source and/or brightness of the endoscopic image. The brightness of the examination light was set to the minimum necessary to perform the procedure safely. However, there was still no light. The nbi observation mode was not used during this procedure. The objective lens was not dirty. The video system center and light source cable was connected properly. There were no foreign objects such as detergent remnants, hard water residue, finger grease, or dust on the electrical contacts. There were no errors, alerts or warning messages displayed. There were no issues with the scope. The device was installed and set up correctly.